Event description:
Same case as MDR ID: 2134265-2014-07914 (B)(6) it was reported that myocardial infarction (mi), stent thrombosis and death occurred. In (B)(6) 2013, the patient presented due to chest pain and cardiac catheterization was recommended. Subsequently coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) with 100% stenosis and was 20 mm long with a reference vessel diameter of 2.50mm. It was treated with pre dilatation and placement of a 2.50 x 24.00 mm promus element¿ plus drug eluting stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the 1st diagonal with 90% stenosis and was 6mm long with a reference vessel diameter of 2.50mm. The lesion was treated by direct placement of a 2.50 x 8.00 mm promus element¿ plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to chest pain which radiated to the back. Electrocardiogram showed inferior st elevation and troponin values were also elevated. Hence, the patient was hospitalized. It was also noted that baseline cardiac enzymes were not withdrawn and the patient had stopped plavix due to a need for dental extraction. Coronary angiography was performed and revealed that the proximal lad was hazy due to a clot and there was significant narrowing at the proximal edge of the previously implanted unspecified stent located in proximal lad. During catheterization, a small amount of clot was noted at the end of the proximal lad stent, there was no clear thrombus and there was no flow down the lad and the left circumflex (lcx). The patient's blood pressure was dropping rapidly and cardiopulmonary resuscitation (CPR) was initiated. Subsequently, patient was intubated, epinephrine was given and advanced cardiovascular life support (acls) protocol was performed. CPR was continued and a wire was re-advanced to place an aspiration catheter due to a concern that there was a thrombus at the edge of the proximal lad stent, however, it could not advance and the procedure was aborted. CPR was concluded after an additional administration of contrast demonstrated no flow beyond the left main coronary artery (lmca). The patient expired due to mi resulting in death due to thrombolytic occlusion in the proximal lad or the lmca.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07914. It was further reported that only thrombotic occlusion was noted at the proximal left anterior descending (lad) artery and there was no stent thrombosis (st).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).